Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was poor oxygenation. After approximately 146 minutes on bypass, while the patient was in dissection, the oxygenator started failing. The product was changed out and the new oxygenator worked as expected. Product was changed out. Procedure was completed successfully; however, the patient expired at a later time.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 13, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d10 (date returned to manufacturer). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer ¿ a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g4 (date received by manufacturer) g7 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes (10, 3331, 213,67). Method code #1: 10 - testing of actual/suspected device method code #2: 3331- analysis of production records results code: 213 - no device problem found conclusions code: 67 - no problem detected. The sample was returned for evaluation. Visual inspection upon receipt did not find any obvious anomaly such as a break that could lead to the poor gas transfer in the appearance. The actual sample, after having been rinsed and dried was tested for it's gas transfer performance in accordance with the factory's shipping inspection protocol. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the factory specifications. The investigation result verified that the actual sample, after having been rinsed was the normal product with no issue with the gas transfer performance. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.